Event description:
Problem 1: I am writing to report an (B)(6) seller, that currently selling fake ora quick hiv-1/2 test from (B)(6) united states website. I bought an ora quick hiv-1/ test from this seller on (B)(6) united states website, (B)(6) item number: (B)(4), (B)(6). Firstly, I opened the box and found out all written in (B)(4), and instructions inside 'written named as aware hiv 1/2 omt test' and then used it to swab around my mouth, and test result showed as defective. Would FDA officer investigate this issue? Problem 2: in addition, this (B)(6) seller is also currently selling another prescription medical devices as below: (not FDA approved) hiv1/2 (aids) and syphilis (tp) combo test one step 2in1 check sti std screen kit (B)(6) item number: (B)(4). (B)(6). This ebay seller completely ignores us law, and selling (non-FDA approved) prescription medical devices to public, put people's health in high risk, would FDA officer resolve this health matter? (B)(4).